Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during vessel selection, the apollo catheter distal end detached prior to embolization. The marker band was dislodged/damaged. The catheter tip was not shaped. The marker band remains in the patient in the right internal maxillary artery. No surgical or medicinal intervention was required. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter flushed as indicated in the IFU. The patient was undergoing middle meningeal arterial embolization. It was noted the patient's and vessel tortuosity was moderate. The access vessel was the middle meningeal artery with an approximate diameter of 1.3mm.   Ancillary devices include a terumo 6/7 slender sheath, 7f rist guide catheter, apollo microcatheter, and a synchro 10 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the detachment happened during the navigation for vessel selection. It was stated that there was no resistance during advancement or when the apollo was being retrieved. The apollo tip was not embedded in the onyx cast. There are no future plans to retrieve the catheter tip. There was no note of vessel calcification. No kink or damage was noticed on any of the devices.